Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device needed to be more secure due to it moving from side to side. The patient stated, the device needed more than one suture. The device remains in use. No patient complications have been reported as a result of this event.